Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Event description:
It was reported that during a cholecystectomy procedure, after placing the clip on the duct the device would not open. It had to be cut off the duct. They used endo loop to finish the procedure. No patient impact reported. No other details of the event known.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.